Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: please find information from index and revision surgeries on a right knee. The surgeon reported that the patient recently lost 100 lbs and complained of instability in the knee. No further information available." Patient was revised from a 4x13 insert to a 4x19 insert. Rep confirmed there are no allegations against the revised femoral component. The component was well-fixed, but the surgeon wanted to convert the knee from cr to ps. Rep confirmed that aside from the provided primary and revision usage sheets, no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: please find information from index and revision surgeries on a right knee. The surgeon reported that the patient recently lost 100 lbs and complained of instability in the knee. No further information available." Patient was revised from a 4x13 insert to a 4x19 insert. Rep confirmed there are no allegations against the revised femoral component. The component was well-fixed, but the surgeon wanted to convert the knee from cr to ps. Rep confirmed that aside from the provided primary and revision usage sheets, no further information will be released by the hospital or surgeon.